Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. Since the lead also had variable thresholds, the physician elected to cap and replaced the lead during the normal device replacement procedure on (B)(6) 2017. The procedure was successful and the asymptomatic patient was stable before, during and after the procedure.